Manufacturer narrative:
Concomitant medical product: product ID: 3093-28, lot #: va06ydz, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 12-feb-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they fell and broke the lead on the left side. Patient said the lead had come out and the patient could feel the lead buried between their buttock cheeks. The doctor removed the left lead but kept the right lead in place.